Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 24 in the mouth, it had not yet achieved integration in type iii bone. Clinician reports insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4).

Manufacturer narrative:
The missing lot number information was requested from the complainant. The complainant indicated the information was not available. Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 2 months after the dental implant was placed in ada site 24 in the mouth, it had not yet achieved integration in type iii bone. Clinician reports insufficient bone quality/quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.